Manufacturer narrative:
Patient 16 from the initial set of attached data on the initial report is female and is pregnant. The customer is continuing to have issues and provided discrepant results for 15 additional patient samples tested for folate iii, vitamin b12 ii, ft4 iii, tsh, ferritin and ft3 iii on (B)(6) 2019.

Manufacturer narrative:
Fields results and conclusion codes were updated. The investigation determined that the issue found by the field service engineer was the root cause of the event. No further issues were reported after the field service engineer performed the adjustment.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned low results for 22 patient samples tested for multiple assays on the cobas e 801 module from (B)(6) 2019 through (B)(6) 2019. Based on the data provided, 16 patient samples were discrepant when tested for hcg, tnt, cea, elecsys vitamin b12 ii (vitamin b12 ii), elecsys ft4 iii, (ft4 iii), elecsys probnp ii (probnp ii), elecsys ft3 iii (ft3 iii), elecsys ferritin (ferritin), elecsys tsh (tsh) and elecsys folate iii (folate iii). Some of the results were reported outside of the laboratory. It is not clear which results were reported outside of the laboratory and which results were not. There was no allegation that an adverse event occurred. The ft3 iii reagent lot number was 348359. The expiration date was not provided. The ft4 iii reagent lot number was 378844. The expiration date was not provided. The tsh reagent lot number was 365417. The expiration date was not provided. The folate iii reagent lot number was 319846. The expiration date was not provided. The vitamin b12 ii reagent lot number was 330946. The expiration date was not provided. The probnp ii reagent lot number was 315914. The expiration date was not provided. The ferritin reagent lot number was 349472. The expiration date was not provided. No other reagent lot numbers or expiration dates were provided.